Manufacturer narrative:
Device evaluation summary: the monitor sn (B)(4) was returned to zoll manufacturing corporation for investigation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Electrode belt sn (B)(4) was returned to zoll manufacturing corporation for investigation. As received the cable connecting the distribution node and rear therapy electrodes were pulled from the strain relief, damaging the pulse and gel fire wires. The root cause of the pulled cable was excessive force on the cable section. There is no indication that the damage occurred prior to device removal on (B)(6) 2017 or that the damage caused or contributed to the patient death as review of the event indicates the device properly deployed the gels and delivered two appropriate full energy pulses.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017 while wearing the lifevest. Per the downloaded ECG and flag data, device detected vf at 03:12:37 am on (B)(6) 2017. The device delivered two appropriate treatment shocks during the vf at 03:13:27 and 03:13:59. The post-shock rhythm remained vf following the first treatment. The post-shock rhythm of the second treatment was asystole. Post-shock asystole is a known potential outcome of defibrillation therapy. The device detected asystole multiple times following the event prior to device shutdown at 07:25:22 am. Asystole is considered a non-shockable rhythm.